Manufacturer narrative:
Product analysis: analysis was unable to confirm the stated reason for return of the programmer's screen "getting stuck" during an implant procedure, there were no failures observed when tested with the analyzer test parts following incoming functional testing and no problems were observed with the communication between the analyzer and the programmer. An impedance test was also conducted on the atrial and ventricular leads during bench testing without any issues or screen problems. New software was installed as a preventive measure. It was noted that the latch on the media bay door was broken, the stylus tip was bent (though the stylus was working correctly), the lower bullets were missing, the cord bay was broken, the bezel had minor damage (considered acceptable) and errors in the software history were found. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure for an implantable heart device while measuring the values of the right ventricle lead with the analyzer the programmer's screen froze and was unresponsive. It was further reported that the stimulation values that had already been programmed into the device remained active. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer was changed out to resolve the situation.